Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in 5 pieces. On visual inspection a fully breached outer insulation degradation adjacent to the connector boot was found at 6.5 ¿ 6.6 cm from the connector pin. The electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to procedural damage at the middle region of the lead. The cause of the reported event was due to the exposure of the outer coil at the outer insulation degradation location.

Event description:
New information received notes that the right atrial lead noise was over-sensed causing inappropriate automatic mode switch and pacing inhibition.

Event description:
It was reported that there was noise on the atrial lead hence as a resolution it was explanted and replaced. Patient is stable, no adverse events were reported.